Manufacturer narrative:
Internal reference number: case-(B)(4).

Event description:
It was reported that, after a cori assisted surgery, they discovered that the ri robotic drill attachment was stuck on the real intelligence robotic drill, and therefore the drill was unable to be disassembled. They attempted to unlock it via the drill diagnostic application, creating a dummy case, and using a separate handpiece without issues to "restart" the machine. None of the troubleshooting pathways worked to unlock the attachment. As this happened after the case, there was no patient involved. During investigation it was found that the real intelligence robotic drill had a pinched thermistor wire as well as a detached phase pcb cap on the drill that has broken solder joints. Also, it was found that the ri robotic drill attachment bearing shaft lock nut was out of torque spec causing the attachment to get stuck on the drill.

Manufacturer narrative:
H3, h6: the ri robotic drill, p/n (B)(6), sn(B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill attachment and drill tracker array are stuck on the drill and cannot be removed. The drill was disassembled and it was found that the drill attachment bearing shaft lock nut was out of torque specification causing the drill attachment to get stuck on the drill. The drill cannot be further evaluated due to a pinched thermistor wire as well as a detached phase pcb cap on the drill that has broken solder joints. Although the reported problem (physical resistance/sticking) was not confirmed during this evaluation of the drill, a factor that may have contributed to the reported symptom may have been associated with the drill attachment bearing shaft lock nut was out of torque specification causing the drill attachment to get stuck on the drill. The most likely cause of this event (circuit failure) is an internal breakage of thermistor wiring. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Ri robotic drill attachment has been covered under MDR report number 3010266064-2022-00119.